Event description:
Reporting status: serious injury. Reporting rationale: dislodged stent remains free floating in the pt anatomy. Device issue: stent dislodgement. It was reported that the mid circumflex (cx) artery was very tortuous in an in-stent restenosed (isr) vessel of an unk drug eluting stent implanted 5 years ago. A 7f xb3.5 guide catheter was used and a bmw u 11 was tracked into the blocked isr after struggling for 5 minutes. A ryujin of 1.25-10mm was used to pre-dilate the blocked vessel. The flow was much improved and a 2.0 x 12 mm mini vision stent delivery system (sds) was used several times to advance the sds to the mid blocked cx, but the stent dislodged along the heavily calcified vessel. The dislodged stent was not found. Another mini vision sds was used, but the stent did not cross to the mid blocked cx. A voyager was used to pre-dilate the vessel twice at 16 atm for 15 seconds. A mini vision and two vision stents were used overlapping each other to cover the entire blocked vessel with much difficulty. These stents were finally deployed at 16 atm for 10 seconds each and post dilated with a nc voyager at 20 atm for 5 seconds. No additional event or pt info is available.

Manufacturer narrative:
(B) (4). (B) (4). Product performance engineering was unable to perform an eval at the time of this report. Eval summary: quality assurance analysis revealed that the stent delivery system (sds) was returned with blood in the guide wire lumen. There was contrast on the balloon and on the outer member. The stent implant was dislodged from the balloon and located loose on the distal shaft. There were flared struts in the first and second row at the distal end of the stent implant. There was no other damage noted to the stent implant. The balloon was tightly folded. There were crimp marks on the balloon between the markers. There were chattermarks on the outer member, 1 cm proximal to the proximal seal for a length of 1.5 cm. There were two kinks in the hypotube, 20.5 cm and 22 distal to the strain relief tubing. There were no kinks or damage noted to the tip and inner member. There was no other damage noted to the sds. The tip length was measured and this met manufacturing criteria. A snap gauge was used to measure the outer diameter of the stent implant. The stent implant outer diameter measurements were oversized and these did not meet manufacturing criteria. Product performance engineering was unable to perform an eval at the time of this report. Results and conclusions will be forwarded upon completion.